Event description:
It was reported that a patient died two months after the implant of a cardiac resynchronization therapy defibrillator (crt-d) system. The manufacture representative was asked to interrogate the device post mortem. No details regarding the death were known by the representative. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data from (B)(4) collected from the device and have analyzed the data. One patient alert was observed for lead failure predictor on (B)(4)-2011 16:15:20. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.